Manufacturer narrative:
Date of event: (B)(6) 2018.date of report: 09/05/2019.field service engineer (fse) was able to confirm the customer's complaint. Customer replaced the mmi board and the unit is fixed.

Event description:
It was reported that the encoder knob is not working. The customer has replaced the encoder and knob. Unit does not respond when the knob is turned during extended self-test (est). The ventilator was not in use on a patient at the time of the event occurred.